Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient reached out and said she has been burned by the electrodes. The patient stated that she has been treating successfully for 8 hours per day. Recently she was treating and felt discomfort. This discomfort made her worried that something was wrong with her fusion and needed another surgery. The patient stated that she was in the bathroom and yelled for her aide to assist because her pain was an 8 out of 10. The discomfort felt like a burning under the surface of the skin. The aide took the electrodes off her skin and there were no marks and no redness on her skin. The patient claims the pain was an 8 out of 10 for most of the day. When the patient went to bed at discomfort was a 5 out of 10. The next morning her discomfort was a 2 out of 10. The patient claims that she has parkinson¿s and is wheelchair-bound for her safety. The patient claims that when she uses her arms to move the wheelchair, she feels like her discomfort is at a 7 out of 10. When she is not using her arms, she remains at a 2 out of 10. The patient spoke with her doctor, and he gave her no advice other than to call the sales representative for advice. The patient and the customer service representative discussed that a new supply of electrodes would be sent to the patient and once she was pain free, she would perform the time test as tolerated. The patient was advised to contact her doctor and let him know about how she is feeling and our discussion about performing the time test once she is free of discomfort. The patient later reported that she feels a burning pain beneath her skin from the unit. The patient has not treated in a week as she is still feeling pain and discomfort but plans to start the time test on monday. The patient stated that she called her doctor and her neurosurgeon and both of them referred her to our company, neither doctor prescribed or recommended anything. The patient stated that she does not remember if she had told either doctor that she has stopped treating for the time being. This will serve as a second attempt for medical intervention. The patient later reported that the pain was an 8 out of 10 at the worst and has been slowly decreasing since she stopped using the stimulator. Yesterday the patient stated that the pain level was a 6 out of ten all day. The patient thinks she has nerve damage. The patient has stated that the pain is like a burning pain beneath her skin. The patient had surgery on her neck and stated that she placed the electrodes on her collarbone between her shoulders and neck. There were no marks on the skin. The patient has not spoken to her doctor but has an appointment. The patient was advised we would contact her for a follow-up.

Event description:
It was reported that the patient reached out and said she has been burned by the electrodes. The patient stated that she has been treating successfully for 8 hours per day. Recently she was treating and felt discomfort. This discomfort made her worried that something was wrong with her fusion and needed another surgery. The patient stated that she was in the bathroom and yelled for her aide to assist because her pain was an 8 out of 10. The discomfort felt like a burning under the surface of the skin. The aide took the electrodes off her skin and there were no marks and no redness on her skin. The patient claims the pain was an 8 out of 10 for most of the day. When the patient went to bed at discomfort was a 5 out of 10. The next morning her discomfort was a 2 out of 10. The patient claims that she has parkinson¿s and is wheelchair-bound for her safety. The patient claims that when she uses her arms to move the wheelchair, she feels like her discomfort is at a 7 out of 10. When she is not using her arms, she remains at a 2 out of 10. The patient spoke with her doctor, and he gave her no advice other than to call the sales representative for advice. The patient and the customer service representative discussed that a new supply of electrodes would be sent to the patient and once she was pain free, she would perform the time test as tolerated. The patient was advised to contact her doctor and let him know about how she is feeling and our discussion about performing the time test once she is free of discomfort. The patient later reported that she feels a burning pain beneath her skin from the unit. The patient has not treated in a week as she is still feeling pain and discomfort but plans to start the time test on monday. The patient stated that she called her doctor and her neurosurgeon and both of them referred her to our company, neither doctor prescribed or recommended anything. The patient stated that she does not remember if she had told either doctor that she has stopped treating for the time being. This will serve as a second attempt for medical intervention. The patient later reported that the pain was an 8 out of 10 at the worst and has been slowly decreasing since she stopped using the stimulator. Yesterday the patient stated that the pain level was a 6 out of ten all day. The patient thinks she has nerve damage. The patient has stated that the pain is like a burning pain beneath her skin. The patient had surgery on her neck and stated that she placed the electrodes on her collarbone between her shoulders and neck. There were no marks on the skin. The patient has not spoken to her doctor but has an appointment. The patient was advised we would contact her for a follow-up.

Manufacturer narrative:
Corrected fields - d1: brand name, d2: common device name, d4: model number, g3: date received by manufacturer, g4: PMA/510(k) #, h5, h6: device code. Additional information - b4: date of this report, h4: device manufacture date. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The investigation review was completed on 15october2024. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trends.